Event description:
It was reported that a patient developed heart block. A patient that received a 25mm lotus edge valve developed heart block after the device was implanted. It is unknown how long after the index procedure the patient developed the heart block. The patient received a permanent pacemaker implant to resolve the heart block three days after the valve was implanted, and has since been discharged home and is doing well.